Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however a visual inspection revealed grommet damage.

Event description:
It was reported during the implant procedure that when the device was placed in the pocket and it was flushed, there was oversensing and asystole noted, which was reproducible with manipulation. The physician removed the device, unscrewed the leads and noticed fluid in the header, another attempt at connection also caused oversensing to occur. The device was not implanted. No patient complications have been reported as a result of this event.